Event description:
Allergan 410 breast implant that was only 6 years old split in half inside my body. The pain was unbearable, swelled three times the normal size. I explanted on october 1 and now have a deformed breast. FDA safety report ID# (B)(4).